Event description:
A peritoneal dialysis (pd) patient reported being diagnosed with an infection which eventually spread to her ankle. The patient received antibiotics to treat the infection. The patient confirmed having the same infection at the time of reporting having a potential recalled lot. The patient also confirmed having varying degrees of abdominal pain since being diagnosed. Upon follow up, the peritoneal dialysis nurse (pdrn) confirmed that the infection diagnosed was peritonitis. The pdrn was aware of the solution bag concern as well and confirmed the patient did not have the recalled lot on hand at the time of being diagnosed with peritonitis. Therefore, the recalled lot of 1.5% solution bags was not related to the peritonitis. Upon further follow up, additional information was provided by the patient¿s pdrn. The patient was seen in the pd clinic on (B)(6) 2023 for complaints of abdominal pain. Pd cultures were obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration not provided). The culture returned positive results for citrobacter koseri. The cause of the peritonitis was not determined; however, no cassette leak or other issue with any fresenius product was noted. The patient did not require any hospitalization for this event.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although no cause of the peritonitis event was determined, the culture result of citrobacter koseri suggests that a breach in aseptic technique or transmigration of the organism occurred. This organism is part of the normal gastrointestinal flora in humans. It¿s an opportunistic pathogen in immunocompromised individuals. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There was no evidence of dried fluid present within the cassette compartment. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A simulated treatment was performed on the cycler and passed. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid under the pump assembly on the bottom cover. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported being diagnosed with an infection which eventually spread to her ankle. The patient received antibiotics to treat the infection. The patient confirmed having the same infection at the time of reporting having a potential recalled lot. The patient also confirmed having varying degrees of abdominal pain since being diagnosed. Upon follow up, the peritoneal dialysis nurse (pdrn) confirmed that the infection diagnosed was peritonitis. The pdrn was aware of the solution bag concern as well and confirmed the patient did not have the recalled lot on hand at the time of being diagnosed with peritonitis. Therefore, the recalled lot of 1.5% solution bags was not related to the peritonitis. Upon further follow up, additional information was provided by the patient¿s pdrn. The patient was seen in the pd clinic on (B)(6) 2023 for complaints of abdominal pain. Pd cultures were obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration not provided). The culture returned positive results for citrobacter koseri. The cause of the peritonitis was not determined; however, no cassette leak or other issue with any fresenius product was noted. The patient did not require any hospitalization for this event.

Event description:
A peritoneal dialysis (pd) patient reported being diagnosed with an infection which eventually spread to her ankle. The patient received antibiotics to treat the infection. The patient confirmed having the same infection at the time of reporting having a potential recalled lot. The patient also confirmed having varying degrees of abdominal pain since being diagnosed. Upon follow up, the peritoneal dialysis nurse (pdrn) confirmed that the infection diagnosed was peritonitis. The pdrn was aware of the solution bag concern as well and confirmed the patient did not have the recalled lot on hand at the time of being diagnosed with peritonitis. Therefore, the recalled lot of 1.5% solution bags was not related to the peritonitis. Upon further follow up, additional information was provided by the patient¿s pdrn. The patient was seen in the pd clinic on 10/nov/2023 for complaints of abdominal pain. Pd cultures were obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration not provided). The culture returned positive results for citrobacter koseri. The cause of the peritonitis was not determined; however, no cassette leak or other issue with any fresenius product was noted. The patient did not require any hospitalization for this event.

Manufacturer narrative:
Correction: h2 device evaluation, missing additional information in h10 additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There was no evidence of dried fluid present within the cassette compartment. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A simulated treatment was performed on the cycler and passed. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid under the pump assembly on the bottom cover. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although no cause of the peritonitis event was determined, the culture result of citrobacter koseri suggests that a breach in aseptic technique or transmigration of the organism occurred. This organism is part of the normal gastrointestinal flora in humans. It¿s an opportunistic pathogen in immunocompromised individuals. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported being diagnosed with an infection which eventually spread to her ankle. The patient received antibiotics to treat the infection. The patient confirmed having the same infection at the time of reporting having a potential recalled lot. The patient also confirmed having varying degrees of abdominal pain since being diagnosed. Upon follow up, the peritoneal dialysis nurse (pdrn) confirmed that the infection diagnosed was peritonitis. The pdrn was aware of the solution bag concern as well and confirmed the patient did not have the recalled lot on hand at the time of being diagnosed with peritonitis. Therefore, the recalled lot of 1.5% solution bags was not related to the peritonitis. Upon further follow up, additional information was provided by the patient¿s pdrn. The patient was seen in the pd clinic on 10/nov/2023 for complaints of abdominal pain. Pd cultures were obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration not provided). The culture returned positive results for citrobacter koseri. The cause of the peritonitis was not determined; however, no cassette leak or other issue with any fresenius product was noted. The patient did not require any hospitalization for this event.